Event description:
Olympus was informed that the loaner camera head displayed e224 code, and the monitor went dark during a laparoscopic procedure. The biomed tried connecting the camera head to another system, but the same error code was displayed. No patient or user injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus canada for evaluation. The evaluation confirmed that error code ¿e224-communication error¿ was displayed on screen. In addition, the labels are fading, and the housing was damaged. The device was serviced and returned to stock. The investigation is still ongoing, if new and relevant information is received later, this report will be updated accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. It was reported that the biomedical engineer tried connecting the camera head to another system, but the same error code was displayed. Based on the results of the investigation, it¿s probable the error code (e224) occurred due to a faulty communication unit and faulty cables. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed, that the loaner camera head displayed a e224 (scope communication error). And the monitor went dark, during a laparoscopic procedure. The biomed tried connecting the camera head to another system, but the same error code was displayed. The procedure was completed. An alternative camera head was substituted. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Updated fields: b5:. This report is being supplemented to provide additional information, based on additional information provided by the customer.